Manufacturer narrative:
Received 1 silicone catheter for evaluation. The reported event was confirmed as manufacturing related. Per the visual inspection, a cut to 0.125¿ from the bifurcation on the drainage lumen was found. Per the functional evaluation, water was injected by the drainage lumen and leakage was noted by the cut below the bifurcation area on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that urine leaked from the catheter and was not by passing the balloon during surgery. The catheter was removed form the patient, and replaced. Per additional information, the leak came from the catheter and the urine was not by passing the balloon. It was confirmed upon investigation to have a tear on the drainage lumen, on the shaft, below the bifurcation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leaked from the catheter and was not by passing the balloon during surgery. The catheter was removed form the patient, and replaced.